Manufacturer narrative:
(B)(4). The customer report of a leak was confirmed. A visual inspection was performed and a cut on the sheeting was observed. A batch review was performed with no exception observed. Root cause was not identified. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
The customer reported that droplets were observed on the cassette after it was removed the from the homechoice machine. The customer stated a leak was not identified. There was no patient injury or medical intervention. The actual sample is avalable for evaluation.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation. A follow-up report will be submitted if additional information becomes available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.